Manufacturer narrative:
Add'l info has been requested. Subject device not explanted at this time. Synthes is unable to provide the MFR, PMA/510k number and/or the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number, a device history record review cannot be requested.

Event description:
Patient status post acf 2 level, c5-6, c6-7 returned to surgeon. An x-ray showed the screw at level c6-c7 is backing out of the implant. Surgeon noted the screw has only backed out a small amount, surgeon will be removing and replacing the screw only. This is one of two reports for this event.